Manufacturer narrative:
Additional, changed, and/or corrected data. Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the submental and flanks experienced no changes and paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks on (B)(6) 2020 using the cooladvantage coolcurve system applicators, who developed a recurrence of paradoxical hyperplasia (ph) after treatment. A corrective liposuction procedure occurred on (B)(6) 2023. Previous reports indicated the submental area as being affected but that is not correct and that area will be unreported.

Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch (B)(4). Aware date should have been listed as 2/7/2023.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the submental and flanks experienced no changes and paradoxical adipose hyperplasia.